Event description:
Healthcare professional reported left side "suspected rupture" diagnosed via ultrasound and confirmed intraoperatively. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Clarification to d6a implant date and d6b explant date: partial implant date provided of "2016". Device has been confirmed to be explanted, but the date has not been provided at this time. Patient had a consultation with physician in (B)(6) 2024, indicating explant surgery occurred some time afterwards. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "suspected rupture" diagnosed via ultrasound and confirmed intraoperatively. Device has been explanted and replaced.